Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in our laboratory in sao gonzalo, brazil: on (B)(6) 2021 the flow rate of 288ml/h was not programmed. But we found a schedule with an approximate value of 280ml/h, at 15:48:56, for a volume of 560ml, to occur in 02 hours. The history shows that the schedule happened exactly as per the schedule". "As the customer reported that the equipment did not infuse the drug, we simulated an infusion using the same parameters found in the usage history and the equipment worked perfectly as expected.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4).the complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" according to the customer: "the customer reports that the pump was programmed for 2 hours, with oxaliplatin medicine, with a flow rate of 288ml/h, but the medication has not been infused. The customer informs that this fact occurred on (B)(6) 2021."